Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of an olympus field service engineer via the phone. The user was asked to switch off the system for 10 min and restart the same. Following the action, the system was found to function as expected and the intended procedure was completed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that color bars were "displayed on the screen after connection" with the olympus, model otv-s200, visera elite ii video system center. Additionally, it was reported that the touchscreen display was not functioning. The problems, as reported to olympus, were identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, since the issues were resolved through troubleshooting. The definitive root cause of the reported issues could not be determined. Olympus will continue to monitor field performance for this device.